Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusions occurred. Customer reverted to manual injections for insulin therapy; however, during troubleshooting with tandem technical support, customer changed pump supplies and resumed insulin delivery. Customer's blood glucose level was 250 mg/dl.